Event description:
Subsequent to the initial report filing, additional information was received stating that the target lesion was the proximal circumflex (lcx). The repeat angiography performed resulted in a target lesion revascularization. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of restenosis is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the patient had two promus stents implanted on (B)(6) 2011. On (B)(6) 2013, a myocardial infarction was suspected. Cardiac enzymes and a repeat angiography were performed; however the results were not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of myocardial infarction is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.